Event description:
The device was used during an unspecified procedure. Reportedly, the instrument would not close. No pt injury was reported.

Manufacturer narrative:
02/17/1998- supplemental report #1 submitted to FDA. Supplemental report #1 submitted to FDA. The reported condition has been confirmed; however,the exact cause could not be reliably determined.